Event description:
Complaint coordinator reports one incident of a blood leak with the psn 120 dialyzer. It was reported that the blood leak occurred at the start of treatment and was noted by the blood leak alarm. Treatment was stopped and blood was not returned to the patient with an estimated blood loss of 60 ml. Treatment was resumed with new disposables and completed without further incident. There was no patient injury or medical intervention reported per complaint coordinator.